Event description:
The reporter indicated the surgeon implanted a 11.5 mm icm115v4 implantable collamer lens in the pt's left eye (os) on (B)(6) 2010. The lens was explanted on (B)(6) 2010 due to pt complaining of discomfort, unsatisfactory vision and glare.

Manufacturer narrative:
(B)(4). Secondary surgery. Glare, unsatisfactory vision.

Manufacturer narrative:
The product for this complaint was not returned for evaluation. The wrong lens was returned by the facility. Evaluation: method: work order search, medical review. Results: a lens work order search was performed and no similar complaints were found. Medical review - glare is a subjective perception of starbursts of light (light around or coming off objects/light sources). Usually more detectable at night time, but it can also be detected during daytime. Potential causes are: residual refractive errors, optical zone of the treatment/implant smaller than preoperative pupil size in mesopic conditions, decentered treatment/implant, light from the iridotomy sites, etc. Usually the perception of glare is transient, only related to some lighting conditions and diminishes/disappears over a course of weeks/months. In some cases, the perception may persist and be significant. If the patient is having significant disturbances and if the implant is the source of glare, it can be explanted through the same incision. Conclusions: based on the complaint history, work order search and medical review, it was determined as the lens was implanted in an eye with history of amblyopia and retinal degeneration, that this constitutes an off-label usage of the device. (B)(4).